Event description:
Because of persistent posterior knee pain throughout rehabilitation, second-arthroscopy was performed 14 weeks after reconstruction. The meniscus had healed and was stable; however, tack motion was evident and the tacks were easily removed.